Manufacturer narrative:
(B)(4). The customer advised that they have evaluated the device and have been unable to duplicate or verify the reported issue. The customer has decided to not return the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was unable to deliver a defibrillation shock with either the shock button on the device or the shock buttons on the defibrillation hard paddles assembly. Once this reported issue occurred, the customer was able to retrieve a backup device and continued care. The customer was unsure of the status of the patient. No additional event information has been provided.